Event description:
It was reported that during an iliac treatment procedure the stent dislodged. The sheath and wire were placed contralaterally to the unspecified iliac lesion. An express-biliary ld, pmtd, 9.0x60x75cm stent was advanced to treat the target lesion, but was "advanced too far". The physician attempted to pull the stent delivery system back and the stent came off the balloon. The stent remained on the unspecified wire. The stent was able to crossed with an unspecified smaller balloon and was deployed in the target lesion. The procedure was considered to be to be completed with this device. There were no pt complications reported with pt's current condition listed as "fine".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).